Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received :not involved with patient.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a chip on lower right front corner of top case and also cracked on bottom case. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the interconnect board. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker for preventive.

Event description:
It was reported that a continuous primary audible alarm was experienced.